Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI #: UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The warmer had a crack in enclosure. There was a crack in the enclosure near the drain fitting. The root cause of the reported issue was found to be from wear and tear. Actions were taken to mitigate the reported issue: replaced the enclosure.

Event description:
It was reported that the warmer was cracked on the back fitting of device. No patient injury was reported.